Manufacturer narrative:
Tracking #.49593. Ees #.981078/c. D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported the atw35 was used during a laparoscopic assisted vaginal hysterectomy. It was was reported by the affiliate on the firing process, the knob trigger would not move. The device partially cut & stapled. Another device was opened to complete the case. There was no consequence to the pt.